Event description:
It was reported that a vascular stent implanted in the sfa was found to be fractured. No patient injury was reported.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device has not been returned for evaluation. The investigation is currently underway.